Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Suspected medical device: per further evaluation of associated medical records - it was determined not to be our product.